Event description:
Voluntary medwatch received states the patient's left ventricular lead was explanted due to infection. The implantable cardioverter defibrillator, right ventricular lead and atrial lead were explanted as well. No additional adverse patient effects were reported.